Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. No intervention was performed, the physician decided to monitor the patient. The patient's condition is stable.

Event description:
New information received indicates that programming changes were made and svc-coil was excluded from the shock vectors.